Event description:
The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb) due to error code which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer uploaded the latest version of the operational software. Covidien was not authorized to service the device. Customer reported that the unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.